Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen began not functioning as intended. Reportedly, the touchscreen will flash, timeout, and then the pump will be delayed when the customer attempts to unlock it. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer's blood glucose level was not impacted due to the reported issue.